Event description:
It was reported the patient presented for implant procedure. After leaving the procedure room, the patient experienced intercostal muscle stimulation from the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was in stable condition.